Event description:
While performing cta ch-ap, gated thoracic/non-gated abdomen, the scanner malfunctioned. Patient was set up and exam prescribed per protocol. Upon contrast injection, after monitoring scans and trigger, the initial scan imaged one slice and the scanner froze. Upon freezing, status bar at bottom of screen displayed "resuming". Also, the previously prescribed boxes were minimized and displaced - neither where they appear when the protocol was loaded. Stopped contrast injection at 85 ml isovue 370 and obtained help. After assessing situation, scan completed with subsequent administration of 120 ml isovue 370, followed by 50 ml.